Manufacturer narrative:
. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing impedance on the right ventricular (rv) lead had risen gradually triggering a high impedance alert. The alert limit was increased. Another alert was triggered for high pacing impedance a few months later. The rv lead remains in use. No patient complications have been reported as a result of this event.